Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 23, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The medical affairs specialist spoke to the patient on october 28, 2006, to obtain/verify information. The patient mentioned that the meter issue started a few days before he called lifescan on october 23, 2006. He was able to test himself intermittently. He could not recall what his last blood glucose result was before the event occurred. On october 22, 2006, in the evening, the patient developed symptoms of not being fully aware and described himself as being "delirious." He attempted to test his blood glucose on the reported meter, but it powered off and was just showing the date and time. The patient did not attempt to treat himself at that point since he was not sure if his blood glucose was high or low. The patient called his doctor and went to a hospital. He obtained a blood glucose result of "64 mg/dl" using an unidentified device and was treated with glucose tablets. The patient had changed the meter's battery according to the owner's manual. When the patient called lifescan on october 23, 2006, the meter was just showing the date and time. The customer care advocate (cca) walked the patient through setting up the meter's options. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the meter issue started a few days before th patient developed symptoms. He tried testing his blood glucose while having symptoms, but was unsucessful. The patient obtained a blood glucose result less than 65 mg/dl in the hospital and received glucose treatment.